Event description:
Left ventricular assist device (lvad) patients are hooked up to telemetry, but the system we have shows interference on the EKG monitors, therefore, there is no way to know what the patient's heart is really doing for the monitoring techs. This problem is happening with all the lvad patients in the hospital.